Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3: initial reporter provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a posterior cervical spinal fusion in the back of the head for cerebral palsy. Mountaineer system was applied, and the procedure successfully finished without surgical delay. On (B)(6) 2020, the surgeon reported that imaging showed that a plate might have possibly broken off. The patient was scheduled to consult with the surgeon on (B)(6) 2020 on whether to undergo a revision procedure. The surgeon was concerned that the breakage point on the plate was not a bending area but the movable hole of the head side. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown plate. This is report 1 of 1 for (B)(4).